Manufacturer narrative:
The visual inspection shows that the plunger was depressed, and the seal still loaded inside the deployment tube and cracked. Therefore, the complaint is confirmed based on how the seal was received.

Event description:
The hosp reported that during a coronary artery bypass procedure, 5 heartstring seals did not deploy into the aorta. A replacement seal (sixth one) was used to complete the procedure. No pt effect was reported by the hosp. This report is for the first seal.